Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. At 2:00 am the patient started vomiting, felt very dizzy, felt like she was having a heart attack, had a headache and nausea, and started to lose her vision. At 7:00 am she went to the hospital and was admitted because of diabetic ketoacidosis (dka). The cgm was showing 180 mg/dl, but the bg was 500 mg/dl. She was treated with an insulin drip, dextrose, and normal saline. At the time of the report the following day she was feeling better and expected to be discharged from the hospital that afternoon. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.